Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant the right atrial (ra) lead was attempted but not used secondary to patient's anatomy. The chronic right ventricular (rv) lead had unacceptable thresholds, therefore, the rv lead was replaced without incident. No patient complications have been reported as a result of this event.